Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not present on the patient profile. A technical support specialist (tss) was contacted after the customer reported being unable to issue the medication because the keys did not prompt. The tss accessed the system remotely and found that the medication was not configured for key combination access, was not assigned to a drawer or refrigerator, and was listed as located in external location 8. The patient medication profile showed the quantity as not available. The user did not have cycle count access, and no authorized staff were available on site to correct the count. The customer was directed to pharmacy to update the quantity or grant the nurse appropriate access to correct the count. The system functioned after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the nurse was unable to issue a medication because the key prompts did not appear. Remote review showed the item was not configured for a key combination, was not assigned to a drawer or refrigerator, and was listed as located in ext 8. The item quantity displayed as n/a, and the user did not have access to correct the count. The client was directed to pharmacy to update the quantity or provide appropriate access. There were no adverse events or injuries reported based on this event.